Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level of 514 mg/dl. Customer stated that they had ammonia was on pump for 10 years. Customer was treated with insulin shot. The insulin pump will not be returned for analysis.